Event description:
Additional information received for report on 06/22/2022 to update procode to bsj.

Event description:
The filter dot pro 320 a2b2e2k2p3 d which is sold by (B)(6) and is produced by sorbent is currently leaking activated charcoal through it's second particulate filter which is supposed to prevent this from happening. The way this was discovered was when a white paper test was preformed. When the test was performed on a filter that had seen less the 30 minutes of use in fresh air, several pieces of activated charcoal fell out through the second particulate filter. This test was then performed on another filter of a different manufacturer date, which had seen light use in fresh air for only an hour and it still failed. It was then performed on a third unused and fresh filter, it also failed the test. All three filters had been labeled to expire in 2027 or 2028, respectively, and had been stored in a cool dark environment. The white paper test is rather simple. First remove the cap covering the threading and the bottom cap if you wish. Then turn the filter upside down with the thread facing towards the paper. You then hit it several times. Pass: no activated charcoal has fallen into the paper meaning the second particulate filter hasn't degraded, has no defect or is of good quality. Fail: any pieces of activated charcoal fail onto the paper. This means the second particulate filter has either degraded, has a defect or is of poor quality. (B)(6). FDA safety report ID# (B)(4).